Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels (50 mg/dl) due to the pump settings needing adjustment. Customer consumed carbohydrates and used glucagon to address the low bg. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.